Event description:
It was reported that a screw broke after an unknown time post op, causing pain and suffering. Revision surgery was required.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. We are unable to determine the definitive cause of the reported event.